Manufacturer narrative:
Pump was received with act and up arrow buttons unresponsive due to corroded keypad traces. No button error alarm noted. Pump had cracked battery tube threads, broken reservoir tube lip, cracked belt clip slot, minor scratched display window and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a keypad anomaly. The customer¿s blood glucose was 519 mg/dl at the time of incident. Customer stated that the insulin pump buttons were unresponsive. Keypad anomaly troubleshooting was performed and confirmed that time is advancing. Customer had a high blood glucose of 519 mg/dl and treated. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.